Manufacturer narrative:
Device is combination product. Ae at time of event: 18 years or older.

Event description:
It was reported a dissection occurred. Vascular access was obtained via the radial artery. The concentric, de novo target lesion was located in the right coronary (rca) artery. The physician successfully deployed a 38 x 2.75 promus elite drug-eluting stent in the target lesion. Post deployment, they noticed a distal dissection. An 18 x 2.5 drug-eluting stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.